Event description:
Pt called on (B)(4) 2015 and stated she had an infection. Follow up with the pdrn stated the pt had been seen in the clinic on (B)(6) 2015 and received medication for peritonitis. The pt was hospitalized that evening and was treated with antibiotics. The pt was released from the hosp on (B)(6) 2015. The pdrn stated the pt has continued pd treatment on the replacement cycler without further problems.

Manufacturer narrative:
Medical record review medical records were received and reviewed by post market surveillance clinical staff. It was noted that peritonitis is a known risk for peritoneal dialysis and there are many possible contributing factors. Based on the information, patient factors may have contributed to this event. Device investigation: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the liberty cycler set used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius liberty cycler set caused, contributed to or was a factor in the reported event.

Event description:
Additional information from medical records received 05/19/2015. (B)(6) had diffuse abdominal pain tenderness at night lower quadrant.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Actual, companion and /or alternative samples are not available to be evaluated, therefore the complaint was deemed as unconfirmed. The actual device involved was not available for eval and the specific lot number was not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event. Lot history reviews were conducted for the identified lots; no manufacturing non-conformances were identified and the lots met all finished goods release criteria.